Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedances. The lead was surgically abandoned and replaced. Under fluoroscopy, the ra lead was found to be fractured. No additional adverse patient effects were reported.